Event description:
A surgeon reported having a pt with an unexpected postoperative refraction and induced astigmatism following intraocular lens (iol) implant surgery. In a f/u, the surgeon reported that the pt is status post hyperopic alk (automated lamellar keratoplasty). He also reported that there was posterior capsule rupture during the iol implant procedure, but the iol is still in the bag. The surgeon reported that he is not blaming the lens and he thinks the probable cause of the surprise is the cornea status post alk. Additional info has been requested.

Manufacturer narrative:
The product has not been received for eval; the device remains implanted. Product history records could not be reviewed because the reporter did not provide a lens serial number, lot number, or any identification traceable to the mfg documentation. Additional info was requested on 11/29/2010 by fax and mail. Additional info was obtained by phone on 11/30/2010. A completed questionnaire has not been received. (B)(4).